Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed general system maintenance. Analysis of the system data and qc indicate that there are no known system issues that may have contributed to the discordant false positive advia centaur xp troponin test result. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained on an emergency room patient and reported to the physician. The result was discordant when compared to negative follow up and repeat troponin test results. The patient was administered an IV nitro drip and a corrected result was provided to the physician by the customer. There was no known report of adverse health consequences due to the discordant troponin ultra result.